Event description:
It was reported that a patient's parents believes the vns is causing the patient to vomit. The physician decided to disable the device for a couple of weeks to see if this would help. No other relevant information has been received to date.